Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the mid left anterior descending (mlad) coronary artery. After the vessel was pre-dilated with a 2.75x12mm balloon catheter to 8atm, a 2.75x48mm xience xpedition drug-eluting stent (des) was deployed successfully at the target lesion. During the removal of the device, a distal edge vessel dissection was noted. The dissection was covered by a 2.75x12mm des and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.